Manufacturer narrative:
(B)(6). Manufacture date: 02/14/2006. Asp investigation summary: the investigation included a review of the device history, the service and complaint history, trending by product line and system serial number and health hazard analysis. The DHR (device history review) for the sterrad 100s system confirmed that the product met all specifications at the time of release. The service and complaint history for the sterrad 100s did not reveal a trend for haze/oil mist. Trending analysis for haze / oil mist issues associated to the sterrad 100s found there is not a significant trend. The hhe (health hazard analysis) relating to haze / oil mist issues is considered low risk. There was no product returned for investigation. The root cause of the "smoke" was determined to be the oil mist filter and the catalytic converter.

Manufacturer narrative:
The fse assessed the unit onsite. He replaced the catalytic convertor, oil mist filter, and an atm switch. He ran diagnostic tests which passed and ran an empty chamber cycle which also passed.

Event description:
An international customer reported that white smoke was coming out of their sterrad 100s system. There were no human reactions reported as a result of this event. An field service engineer (fse) was dispatched to assess the unit.